Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/+2.5/102 into the patient's left eye (os) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were reported. The lens was explanted on (B)(6) 2023 and in separate surgery that day a shorter length lens was implanted. This resolved the problem. Cause of event reported as unknown.